Manufacturer narrative:
A manufacture representative inspected the imaging system onsite. The ethernet cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was not returned to the manufacturer for evaluation as it was discarded at the site. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate:

Event description:
A site representative reported that, while in a spinal fusion procedure, the connection from the imaging system to the navigation system was down. The socket was observed to be worn. The scan was taken un-navigated. And was unusable for navigation. The site did not notice that the imaging system indicated a connection error prior to initializing the scan. The system displayed that there was no connection to the navigation system. The network socket was observed to be worn and could not hold the cable tight enough for a connection to be stable. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site selected the navigation system on the viewing station of the imaging system. Performed a second image acquisition and continued with the procedure. It was noted that the original issue was caused by a use error.